Event description:
It was reported via phone call that customer was hospitalized on may 12, 2015 with blood glucose of 570 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was still in the hospital at time of call. Customer was wearing insulin pump at the time of hospitalization. It was reported that before hospitalization customer was not able to get insulin pump to deliver and was having high blood glucose. Caller declined troubleshooting. Caller was advised to consult with healthcare professional regarding setting and was given information on ordering requested insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.